Manufacturer narrative:
A review of the manufacturing records for this device did not reveal any discrepancies relevant to this reported event.

Event description:
The patient was hospital in for treatment of right foot pain and swelling. Right leg femoral access was used to do initial run-off. Angio revealed significant disease in the sfa as well as the tibial's, sfa and distal vessels were heavily calcified. Physician called for a balloon and stent. An evercross 6x40 balloon was inserted through a 5f brite tip sheath. The balloon was inflated at the proximal end of the lesion to 14 atm for 5 seconds. The physician moved the balloon distally and repeated a 14 atm inflation for another 5 seconds 3 additional times. On the fourth inflation the balloon burst. Physician attempted to pull the balloon into the sheath which was located approximately 1-3 cm away from the proximal end of the balloon. He pulled the catheter back and only the multi-lumen catheter and approximately 2cm of the distal balloon were removed from the body. Most of the distal end of the balloon, mono lumen, marker bands, grind and mono lumen were lodged into a rock of calcium along the vessel wall. He tried to remove the balloon and distal end of the catheter from the vessel using a snare several times. After being unable to pull the balloon out of the vessel wall with a snare he attempted to run a v18 wire down the vessel along with a .018 balloon. He attempted to inflate the .018 balloon to trap the broken portion of the balloon/catheter and shimmy it into the sheath and was once more unsuccessful. Eventually the physician lost femoral access. The radiology team and physician took a break and started over, accessing the right sfa through radial access in the left arm. Due to blocked flow, the physician decided the best course of action is to lay an everflex stent across the balloon to restore flow. Atk flow was restored, but due to untreated btk disease further unrelated surgery was scheduled to bypass the vessels distal to the treated lesions. Physician and consulting physicians achieved a satisfactory result in the treated vessel.